Event description:
A caller reported a cartridge alarm during the loading process of their insulin pump, but the issue did not adversely impact the customer¿s blood glucose level. Technical support decided to replace the pump, which was still under warranty, with a new model that included updated software. The customer agreed to switch to manual insulin injections as a backup in the interim. Instructions for storing the old pump and returning it to tandem were provided, and the customer understood the steps they needed to take upon receiving the replacement, which was shipped without requiring a signature for delivery.